Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system needle core was broken. This was discovered before use. The following information was provided by the initial reporter: after unwrapped the package, it's noticed that needle core broken. Nurse replace one new saf-t-intima w/y adapter yel 24ga x .75i for puncture.

Manufacturer narrative:
H.6. Investigation summary: a device history record review was performed for provided lot number 8177694 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, two picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, the needle was observed broken at the notch area. The second picture showed the product with a semi activated safety device. As the safety device was semi activated, our quality team could not limit the cause of this incident to the manufacturing process alone, as the device was opened and appears to have been handled. An exact cause for this incident cannot be identified. Our quality team will continue to monitor the production process for signs of this potential defect and any emerging trends.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system needle core was broken. This was discovered before use. The following information was provided by the initial reporter: after unwrapped the package, it's noticed that needle core broken. Nurse replace one new saf-t-intima w/y adapter yel 24ga x .75i for puncture.